Manufacturer narrative:
Unit received with a blank display anomaly due to corroded electronic assemble. Unable to perform functional test including self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer's blood glucose was unknown at the time of incident. No further details given.